Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported issues at this time. The lot number was not provided. This product is not sterilized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate 3 left ventricular assist system instructions for use, rev. C, and heartmate 3 left ventricular assist system patient handbook, rev. D, are currently available. These documents state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The instructions for use and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight to be requested. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning low voltage events on 12oct2024. The low battery hazard events that occurred appeared to have occurred while on battery power. The relative state of charge (rsoc) values recorded during the events were unusual. The data appeared to indicate that the patient switched to another pair of batteries shortly after these events. Additional information was provided that patient did recall that that the shower bag failed to keep out water on couple of occasions. The patient was advised to take it out of use and would only do sponge baths moving forward.